Event description:
Patient reported anxiety regarding textured breast implant device. The device was implanted after the products were removed from the market. The right side device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device handling problem.